Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-08153, reference MFR. Report: 1627487-2018-08670. It was reported the patient's cervical system exhibited high impedance values. Reprogramming was attempted; however the patient was unable to feel stimulation. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-08153; reference MFR. Report: 1627487-2018-08670. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018. During the procedure, it was noted one of the lead tails was disconnected from the ipg header. The physician re-inserted the lead successfully. Stimulation was restored post-operatively.